Event description:
Additional information was received that the cause of the premature detachment was unknown. There were no detachment attempts made. There was no kink/damage observed on the pushwire. An echelon 10 catheter was used in the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured aneurysm in the left middle cerebral artery mi segment with amorphous morphology, a coil from the axium prime bare hx 2mm x 6cm extra detached by itself outside the body. The aneurysm had a maximum diameter of 4.7 millimeters and a neck diameter of 2.1 millimeters, with normal blood flow and moderate vessel tortuosity. The surgeon had established the access route, and the microcatheter reached the aneurysm cavity. After successfully filling the first few coils, the surgeon attempted to deliver the prime coil through the microcatheter, but it detached outside the body. Consequently, the surgeon replaced it with another coil to continue the surgery.

Manufacturer narrative:
Product analysis: as found condition: the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened axium prime inner pouch and within an introducer sheath. The echelon-10 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. No damages or irregularities were found with the pusher. The coin was found still against the lumen stop. The shield coil was found undamaged. The implant coil was still attached to the pusher. No damages were found with the implant coil. The implant tip was still attached to the implant coil (implant not broken). Dried saline was found within the introducer sheath and on the distal implant. Testing/analysis: the axium prime device could not be retracted out of the introducer sheath as it was stuck within the dried saline and the implant became stretched during extraction. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" could not be confirmed as the axium prime device was returned with the implant still attached. In addition, no damages or breaks were found with the implant that could have been observed as a detachment of the implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.